Event description:
A customer reported the laser did not shoot before surgery. There was no patient involved. Additional information has been requested but has not been recieved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information: the system was examined and the reported event was replicated. The laser engine was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 24, 2004. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the laser engine. However, how or when the engine became nonconforming cannot be determined conclusively. (B)(4).